Manufacturer narrative:
Technical support instructed the account to replace the head cylinder. Repairs have not been completed.

Event description:
The account alleged the head section will not lower, even when using CPR.